Event description:
Initial surgery was done (B)(6) 2011. This case just to remove the hardware. During removal of hardware, one of the tulip heads separated from the shaft.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.